Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer obtained questionable test results for two patient samples using the ion-selective electrode (ise) indirect na, k, ci for gen.2 on the cobas 6000 c (501) module. Of the data provided, the sodium results for two patients, and the chloride results for one patient, were discrepant. All results are in units of mmol/l. None of the results were released outside of the laboratory. No data flags or errors occurred. Patient a: the initial sodium result was 140.9 on module c4; repeat result was 135.1. The sample was repeated on module c3 with a result of 140.8. Patient b: on (B)(6) 2017, the initial sodium result was 123.7 on module c4; repeat result was 142.9. The sample was repeated on module c2 with a result of 141.6. The initial chloride result was 125.9 on module c4; repeat result was 105.6. The sample was repeated on module c2 with a result of 104.6. There was no allegation that an adverse event occurred. The sodium and chloride electrode lot numbers and expiration dates were not provided. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. The most likely root cause for patient a's results was incorrect sampling due to a pre-analytical issue. All ise method parameters were found to be too low, which indicated incorrect sampling. The most likely root cause for patient b's results include air in the sample channel or reference line; leaks in the ise or reference line; leakage current coming from waste; and old and/or expired reference electrode.